Event description:
Event description boston scientific received information that this patient has been experiencing syncope and pre-syncope over the last six to eight months. The patient stated that the physician and boston scientific sales representative have tested the device and it is reportedly working okay. The patient has a history of blood pressure problems and coronary disease and stated that she has not seen the physician in person in the last two years. This device is part of the insignia failure mode 2 advisory population as described in the physician communication on september 22, 2005.